Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve issue occurred. It was reported that when inserting the ablation catheter (stsf) through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the catheter did not go in and the valve leaked blood, which made it appear to be broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed and the procedure was delayed 5 minutes and then successfully completed. There was no patient consequence. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device 60000028 number, and no internal actions related to the complaint was found during the review. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve issue occurred. It was reported that when inserting the ablation catheter (stsf) through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the catheter did not go in and the valve leaked blood, which made it appear to be broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed and the procedure was delayed 5 minutes and then successfully completed. There was no patient consequence. Additional information received from the customer indicated the issue occurred during use on patient. The hemostatic valve was not dislodged inside or outside the hub, but the hub appeared broke and detached. No air entered the patient¿s body and no treatment was required. The customer¿s reported issue of resistance while trying to insert the ablation catheter is not considered to be an MDR reportable issue since an increased potential for patient injury due to this issue is remote. Based on the available information, this has been assessed as an MDR reportable malfunction for a separation issue.